Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The customer reported ¿false upstream occlusions alarm¿ was not reproduced during any of the functional tests performed. The review of the history log revealed multiple upstream occlusions messages but no alarms were observed on the reported event date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump falsely alarmed upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.